Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3+ functional tricuspid regurgitation (tr) and dilated left atrium for a triclip procedure. During the procedure, the clip opened up 15 degrees after lock line removal. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.